Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) reimplant surgery due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. During the procedure fluid loss was noted on the device. No more information available at the moment. Should additional information become available, it will be provided.